Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit vibrated rapidly after five days of use, causing a pb840 ventilator to alarm. The vibration stopped when an mr290v vented autofeed humidification chamber of the rt340 adult breathing circuit was changed. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph (B)(4) for visual inspection. Results: the chamber dome sustained a stress mark of approximately 43mm in length. The aluminium base was dented. A lot check revealed no other complaints of this nature for lot number 110822. Conclusion: it is most likely that the physical damages to the returned mr290v chamber were due to impact. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the subject chamber was damaged post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit vibrated rapidly after five days of use, causing a pb840 ventilator to alarm. The vibration stopped when an mr290v vented autofeed humidification chamber of the rt340 adult breathing circuit was changed. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.